Event description:
Reporter alleged obtaining the results of 232 mg/dl, 145 mg/dl, 97 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 232 mg/dl, 145 mg/dl, 97 mg/dl reporter alleged obtaining the results of 232 mg/dl, 145 mg/dl, 97 mg/dl reporter alleged obtaining the results of 232 mg/dl, 145 mg/dl, 97 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. No and 107 mg/dl back to back within 10 minutes on the aviva system. No and 107 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event actions were reported taken or treatment received. No adverse event actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reported. A request was made for the return of the affected product. Reported. A request was made for the return of the affected product.